Manufacturer narrative:
Concomitant medical products and therapy date detail of product: item #: 2825012, item name: ti-locking screw, sys2.7, tx8, 12mm, lot / software release #: 15742. Item #: 503004429, item name: scrdrvr-bld tx-lk t8 2.7mm hex, lot #: unknown. Item #: 2825012, item name: ti-locking screw, sys2.7, tx8, 12mm, lot / #: unknown. This follow-up report is being filled to relay initial report combined with investigation result. DHR review: as no lot number was provided, the device history records could not be reviewed. Trend analysis: no trend considering the following event is identified: assembly issue. Event description: it was reported that screwdriver blade does not hold the torx connection of the screws. One screw of ref 28.25.012 and lot 15742 has been initially reported. Review of received data: one picture of the screwdriver blade has been received. However, the lot remains unknown. One video has been received, demonstrating that one screw could not be picked up with the screwdriver blade, whereas it worked for another screw. Device analysis: visual examination: three screws have been returned for an investigation. Two have been of ref 28.25.012 (1 lot 15742, 1 lot unknown) and one from ref 28.25.026. One screw of ref 28.25.012 has a slightly and one a heavily deformed and damaged torx connection. It cannot be determined whether it is the screw of lot 15742 or of the unknown lot. The other two screws are not damaged. A functional check of the torx connection of each screw was performed. The torx function was inspected with a screwdriver blade ref 503004288, lot 12441/185a13, as the screwdriver blade from ref 503004429 has not been transferred from normed to zimmer biomet. It was found that the torx connection is working as intended and the locking mechanism was also given for each screw. No issue found with the torx connection of the screws. Review of product documentation: no product documentation was reviewed for investigation. Root cause analysis: root cause determination using sap rmw: device not ready to be used due to chemical / galvanic / crevice corrosion of material, discolouration not possible -> no corrosion found on the returned devices. Plates/screws/instruments does not mate with components due to lack of adequate design of mating components not possible -> a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. Instrument/part does not fit to compatible components due to wrong design of instrument connection not possible -> a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. Deterioration in function due to wrong, inadequate maintenance => possible, it is unknown if the correct maintenance of the used screwdriver for the screws was done. Dysfunctionality / malfunction of defective devices and instruments due to mishandling of device by user => possible, as it is unknown whether the user did use the screwdriver and the screws correctly. One torx connection is damaged. Wrong product selection due to misinterpretation of product information, inaccurate device selection => possible, it is unknown how the screws were used. The investigation did not show any issue. Conclusion: it was reported that the screws cannot be connected to the screwdriver blade. Three screws have been returned for an investigation. A functional check of the torx connection of each screw was performed with a screwdriver blade of ref 503004288. The torx connection is working as intended and the locking mechanism was also given for each screw. No issue found with the torx connection of the screws. However it remains unknown, if the used screwdriver blade of ref 503004429 has been fully functional. Based on the given information and the results of the investigation, an exact root cause for the reported event could not be determined. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Event description:
It was reported that during a surgery the screw was not matching with the screwdriver because not able to plug the locking pin.